Event description:
The procedure was a brachial approach via the subclavian artery. A complete separation, stent fracture reported. Stent was implanted in 2009, but the pt returned a week later complaining of arm pain. Angioplasty was performed and the physician was satisfied with the result.